Manufacturer narrative:
H10: the customer replaced the power supply to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint by the customer on the v60 indicating that the battery charge was not holding. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer called in to report that the battery charge does not hold. The customer stated that the unit was running on internal battery while plugged into the alternating current (ac) power. The reported issue was then duplicated, and a battery charge light emitting diode (led) on the front bezel was intermittent. The power cord was changed out and reseated but the issue persisted. It was also noted that the voltage of the connector of the power management (pm) printed circuit board assembly (pcba) was 0 volts direct current (vdc) when it should be 24 vdc. The remote service engineer (rse) then advised the replacement of the power supply. The rse provided the part number of the power supply to the customer for replacement.